Manufacturer narrative:
Additional information: h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon return and initial evaluation of the device, the hub was separated and elongation was noted. The device was not separated at the tip as originally reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure, the tip of a micropuncture transitionless stiffened cannula access set introducer separated at the tip. Upon return and initial evaluation of the device, the hub was separated, and elongation was noted. The device was not separated at the tip as originally reported. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation with biomatter present. The hub of the device was separated. A 7-millimeter section of elongation was noted at the proximal end of the sheath material. No other issues were noted during the analysis. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Given this information, there is evidence to support that the device was manufactured to specification. The affected component is supplied to cook by approved vendor cpt and the supplier was asked to investigate this occurrence. The supplier concluded that the device was manufactured to specification. The product IFU states the following: ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position.¿ and ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ potential adverse events listed in the IFU include catheter embolism. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for this failure could not be determined. It is possible that procedural factors or patient anatomy played a role in this failure, although no details were provided. There was no evidence in the investigation results to suggest that manufacturing issues caused this failure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = product utilization manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the tip of a micropuncture transitionless stiffened cannula access set introducer separated at the tip. Additional information has been requested, but is unavailable at this time. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.